Event description:
Boston scientific received information that this patient was feeling pain during ventricular pacing. Although first assumed to be diaphragmatic stimulation, an echocardiogram and computed tomography scan revealed this right ventricular (rv) lead had perforated the heart wall. Surgical intervention was performed to reposition the lead to the septal wall. No adverse patent effects involving the procedure were noted, and all lead measurement are not stable. The lead was repositioned to the septal wall. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.